Event description:
It was reported to boston scientific corporation that a jagtome rx sphincterotome was used during a stone removal procedure on (B)(6) 2011. According to the complainant, during the procedure, it was noted that the catheter of the device was torn from the c-channel to the tip. The procedure was completed with a different device. There were no patient complications as a result of this event. The patient condition at the conclusion of the procedure was reported to be "good."

Manufacturer narrative:
A visual examination of the returned device found that the extrusion at the distal tip was ripped from the wide brown band (where the manufactured guidewire channel ends) to the tip. The closed extrusion was torn through the distal tip and the tip was split. From an examination of the distal tip, it appears that the extrusion was torn when the user attempted to remove/separate the guidewire from the sphincterotome. Following a detailed device analysis, it was noted that the condition of the returned unit was consistent with the complaint incident that the outer sheath had been torn to the tip of the device. Since the devices are 100% inspected during manufacturing, the ripped working length/tip is likely due to the customer usage/handling during the procedure. Therefore, the most probable root cause classification is operational context.

Manufacturer narrative:
Although the exact patient age is unknown, the patient was reported to be over 18 years of age. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a jagtome rx sphincterotome was used during a stone removal procedure on (B)(6), 2011. According to the complainant, during the procedure, it was noted that the catheter of the device was torn from the c-channel to the tip. The procedure was completed with a different device. There were no patient complications as a result of this event. The patient condition at the conclusion of the procedure was reported to be "good."